Event description:
It was reported that the pump screen display had ¿dead¿ pixels. There was no adverse impact to the customer's blood glucose level. The patient declined additional troubleshooting for the reported issue, and technical support documented the issue and closed the case with no further action required.